Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Subsequently, the patient experienced pain post procedure. The physician performed a sonar to determine the cause of the pain and prescribed medication. On (B)(6) 2011, the patient underwent removal of the sling and the pain disappeared.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.